Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact. No additional information was provided. Customer was unable to troubleshoot the issue due to occlusion occurring in the past.